Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. While working on the right superior pulmonary vein (rspv) the physician found the guidewire was stuck within the catheter, so the devices were removed from the body. Upon investigating the devices, they identified that some myocardial tissue was attached to the guidewire at the catheter tip. Once this tissue was removed, they were able to freely manipulate the guidewire, so the catheter and guidewire were reinserted into the patient. After some time, the physician once again noticed the guidewire could not be moved in the catheter and the devices were once again withdrawn. More tissue was seen on the guidewire, so a new catheter and guidewire were opened and used to successfully complete the procedure. No patient complications other than the presence of tissue on the guidewire were reported as a result of the event. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The guidewire was still inside the catheter when returned, but the guidewire was able to be moved, and no tissue was present at this time. However, images from the field showed that tissue had been present on the guidewire when the devices were withdrawn from the body. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure. Based on all the available information the observed stuck guidewire was likely due to unintended use error due the tissue observed on the devices, which was most likely caused by inadvertent contact with the patient's anatomy during movement of the guidewire or catheter.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. While working on the right superior pulmonary vein (rspv) the physician found the guidewire was stuck within the catheter, so the devices were removed from the body. Upon investigating the devices, they identified that some myocardial tissue was attached to the guidewire at the catheter tip. Once this tissue was removed, they were able to freely manipulate the guidewire, so the catheter and guidewire were reinserted into the patient. After some time, the physician once again noticed the guidewire could not be moved in the catheter and the devices were once again withdrawn. More tissue was seen on the guidewire, so a new catheter and guidewire were opened and used to successfully complete the procedure. No patient complications other than the presence of tissue on the guidewire were reported as a result of the event. The catheter has been received by boston scientific and is awaiting analysis.